Event description:
Boston scientific received information that a patient noticed the power cord for their communicator was really hot. There were no recent storms or power outages and nobody was hurt. A replacement power cord and communicator were shipped while these ones were sent back for further analysis. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed the power cord indeed got hot after twenty minutes. The power brick reached a temperature of fifty five degrees celsius. The power cord near the light emitting diode (led) reached a temperature of one hundred thirty degrees celsius (two hundred sixty six degrees fahrenheit) and the insulation around the wire shrunk away from the led due to such temperatures. With a replacement power brick, the communicator passed all baseline tests.